Event description:
It was initially reported to philips healthcare that the heartstart xl would not power up on main power. The phillips field service engineer (fse) noted the unit was able to power up, however the device failed to deliver shock via paddles. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.